Manufacturer narrative:
(B)(4). : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a050401 - fluid/blood leak.

Event description:
Mat# lot# unknown . It was reported by the customer that at the time of insertion, the IV extension set was noticed to be leaking. These IV catheter's do not have an extension set that can be changed. The IV had to be removed and a new one started.